Event description:
It was reported that the secondary infusion back flowed into the primary infusion.

Manufacturer narrative:
Event description has changed from an over infusion to a secondary tubing set back flowed into primary. The over infusion event is documented in associate file, pr 314415. No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the secondary IV infusion bag was found empty after one hour when the infusion was programmed to infuse for 3 hours. The customer believed it was the device and found that when it was tested it functioned properly.